Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that effective therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead was not implanted and positioned correctly upon initial implant. As such, patient never received effective therapy. As a result, patient underwent surgical intervention wherein the lead was explanted and replaced, and also repositioned, to address the issue.